Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is not able to hear with the device. There is no report of any accident or trauma. The device has been explanted.

Manufacturer narrative:
Device investigations on the received parts show damages most likely attributable to the removal surgery; the measurements performed during investigation confirm that the demodulator perform within normal limits. Based on available information, a damage of the conductive link could be considered as root cause of failure, however this could not be confirmed as the conductive link and the floating mass transducer were not received for investigation. This is a final report.

Event description:
In situ testing conducted on (B)(4), 2017 indicated that the device was no longer functioning within specifications. The device stopped working suddenly and there was no accident or signs of device failure reported. There is no report of any accident or trauma. The device has been explanted.